Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator had a damaged oxygen (o2) sensor, the threads were broken off. The ventilator was not in use on a pt at the time the malfunction occurred.